Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level earlier in the day of 55 (mg/dl). The customer stated the low bg was due to working out at noon and eating dinner late. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.